Event description:
It was reported there was a low out of range impedance value. It was noted the electrode 0/1 showed 34 ohms. It was further reported the reason they wanted to get a magnetic resonance image (MRI) performed was because the patient did not get good results. It was noted they had initial tremor relief in the office at programming but they would not sustain it. It was noted the right side impedances were normal. Additional information received reported they did not proceed with the MRI. It was noted the patient went to the clinic for more programming and they were unaware of what happened after that.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0g9l3, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0g9l3, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension.